Event description:
Pt. Medicated after verification with moderate sedation, pt. In prone position, awaiting briefing and time out. Doctor ordered another dose of sedation and briefing and time out completed. At this time it was determined that the ge fluoro table was not operational. Machine was rebooted by tech, unsuccessful, ge service was called and machine was attempted to be restarted again with success.